Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025, which led to high blood glucose. The issue was due to tubing and reservoir connection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.